Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with clip detachment from the anterior leaflet, was due to pre-existing patient anatomy according to the physician. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 3-4. Imaging was noted to be challenging. First clip was implanted with no reported issue. A second clip (xtw) was implanted. After deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). In the physician¿s opinion, the slda was due to pre-existing patient anatomy. A third clip was implanted to stabilize the slda clip, reducing mr to grade 1-2. There was no adverse patient sequela.